Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the suction irrigator instrument had a broken tip, preventing it from removal. The user removed the instrument and cannula together in order to remove the instrument from the patient. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: clinical specialist confirmed that no material was detached or missing from the portion of the device that enters the patient, the plastic piece of the suction irrigator was divided in two. There was no dislodged or loose component on the distal end. No material fell into the patient. No post-operative tests were performed. No images were available for review. Clinical specialist confirm that it was not necessary to increase the port incision in order to remove the suction irrigator with the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.